Event description:
(B)(4). Few months ago my headaches got worse and the sore on the back of my leg I get every month just about has doubled now I get two. I'm getting more tired and dizzy and its so hard to keep my eyes open to the point I feel like I'm gonna pass out. Still cramping n sharp pains where coils are and my eyes have changed a lot I fixing to have to get glasses again. I have noticed my moods change really bad and I have lost my patience with the littlest things I can't seem to work like I use to everything has effected my life within the last yr as I gotten worse. Hope I can get them out asap.